Event description:
It was reported that an error icon was displayed occurred. Product was provided for investigation. An external visual inspection was performed and passed. A receiver charge was performed and passed. A receiver boot test was performed and passed. Functional tests were performed and passed relevant tests. An internal visual inspection was performed and passed. The receiver log was downloaded. An error icon was not found within the investigation window. The allegation was not confirmed. However, an unexpected receiver shutdown was found in connection to the reported allegation. The probable cause of the unexpected receiver shutdown could not be determined. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that error icon display occurred. No product or data was provided for evaluation. The allegation and a probable cause could not be determined. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).